Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Problem source could bot be determined. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that high pressure alarm not working.